Manufacturer narrative:
Follow-up #1: date of submission 08/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/26/2016 with the following findings: the pump's black box showed evidence of partially discharged batteries being installed on (B)(6) 2016. The pump intermittently powered on with the returned battery cap. The battery cap was unable to fully tighten. The battery cap was cracked with the threads damaged. A test battery cap as used for all testing. There were battery compartment cracks observed in the thread area and below the grip pad. There was a cover crack observed between near the keypad. The clip insert groove was cracked. The pump's current draws were within specifications. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.